Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that there was a response issue with the keypad buttons. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/19/2017 with the following findings: during investigation, the keypad was found to be intact; no damaged was observed. All of the keypad buttons responded appropriately during testing. The keypad cover was removed and no contamination was found under the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. Unrelated to the original complaint, investigation revealed these issues: moisture was observed under the display lens. The pump was opened and moisture damage was observed on all internal components of the pump; the battery compartment was cracked. A leak test was performed and revealed a battery compartment leak. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.